Event description:
It was reported "[the user] noticed that the balloon catheter tip doesn't inflate properly". Additional information states that the iab catheter was not removed. The catheter was used and the procedure was completed. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint that the "balloon catheter tip doesn't inflate properly" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "[the user] noticed that the balloon catheter tip doesn't inflate properly". Additional information states that the iab catheter was not removed. The catheter was used and the procedure was completed. No patient injury or consequence reported. The patient's current condition is reported as "fine".